Event description:
It was reported that the patient had a decrease of therapeutic effect following a fall on (B)(6) 2013, which dislocated and fractured her shoulder. It was stated that the first few weeks after implant, it was "phenomenal" but now the worst time was at night. It was stated that the patient was "wetting the bed, taking showers, getting up 4-5 times a night, sleeping with towels all over her bed" and the night prior to report, "urine was just running out of her". The patient met with her healthcare provider (hcp) on (B)(6) 2013 and the hcp said "everything was okay". It was also stated that caller education on the patient programmer use resolved the reported issue. It was noted that the patient had her arm in a sling so she needed assistance with the antenna. The patient was currently on program 3 at 2.3 volts and couldn't feel the stimulation, but felt it at 3.1 volts. The patient was redirected to her hcp. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# va05ffa, implanted: 2013 (B)(6), product type lead. (B)(4).